Event description:
Champion study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed with the closure device implanted with a complete seal and deployed device diameter of 19.1 mm in the laa of the patient. The patient was discharged on a medical regiment of aspirin and apixaban. 176 days post procedure the patient experienced right sided hemiparesis and aphasia. The patient was admitted to the hospital for this event. CT imaging was performed, which revealed large vessel occlusion (lvo) affecting the left internal carotid artery with large penumbra in the left middle cerebral artery (mca) and anterior cerebral artery (aca) territories. At the time of the event the patient was on only aspirin (81 mg). The physician gave the patient heparin (5000 units) in response to this event. In response to the event, mechanical thrombectomy was performed to treat the occlusion noted in the middle cerebral artery (m1) and pericallosal anterior cerebral artery. 3 days after being admitted to the hospital, the heparin (5000 units) was stopped and apixaban (10 mg) was started. On the same day, tee assessment revealed left ventricular ejection fraction of 35% and complete seal with no evidence of device thrombus, pericardial effusion and atrial septal shunt were noted. The patient was discharged home on aspirin (81 mg) and apixaban (10 mg).